Event description:
It was reported that a spectrum infusion pump had a struck #3 key. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, (.), #4, #5, #6, #7, #8, and #9 key to be inoperable caused by a failed keypad. It was observed that when they remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this reported issue.